Manufacturer narrative:
Device evaluated by manufacturer; the product analysis was performed. It was observed that the imaging window was detached at the lap joint section and it was not returned for analysis. A kink was found in the distal imaging core. Residues of the adhesive were observed in the distal sheath near the lap joint section. The distal housing of the transducer was observed complete and with no shattered pieces, prior to impedance and image test. Additionally, it was observed the imaging window detached. Impedance testing showed an open at distal. The image testing was not performed due to the observed detachment. Functional inspection was unable to be performed due to the returned device condition imaging window detached. The imaging window was found detached from the lapjoint and the measure of this section was within specification. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 28sep2020: it was reported crossing difficulty occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous, right coronary artery. An opticross imaging catheter was selected for use. During the procedure the opticross ultrasonic image sensor malfunctioned. The image field does not appear. Also, the device could not cross due to calcification. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a lapjoint detachment.